Manufacturer narrative:
Correction: the correct date of explant is (B)(6) 2023, not (B)(6) 2023 as previously reported. It was also reported that the patient experienced an infection at the implant site and was subsequently treated with oral antibiotics (specific date and duration not reported).

Manufacturer narrative:
Device analysis report attached.

Event description:
Per the clinic, the patient experienced an extrusion of receiver/stimulator. The device was explanted on (B)(6) 2023 and there are no plans to reimplant the patient with another cochlear device as of the date of this report.